Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Pt in china sustained a left femur fracture and was recruited into a clinical trial of the straight plate system. The pt was implanted with the 4.5mm ti lc-dcp plate. Pt had follow-up visits at one month and three months post implant and fracture was not healed. Reportedly the pt felt acute pain while walking on the street and x-ray showed the plate to be broken; device was explanted.